Manufacturer narrative:
The hill-rom technician found the pendant to be damaged. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the pendant to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the head section was raising on its own. The bed was located at the account in room 317. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).